Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela has transducer error. The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Device evaluation: d9, g3, g6, h2, h3, h6 and h10. Result of investigation: vyaire medical failure analysis received pcba (printed circuit board assembly) vela main coldfire serial number ba (B)(6) and was able to confirm and duplicate the reported issue. This is isolated to a faulty transducer sensor, diff pres, miniture, 2.5 psi part number: 68354. This is a known issue which can be referenced to CAPA (B)(4) and scar ps-16-23.